Event description:
Info received indicates the brake casters at the foot end of the stretcher are not holding.

Manufacturer narrative:
The tech replaced a missing bolt and nut on the brake linkage and the worn brake activation assembly to repair the stretcher.